Manufacturer narrative:
The pump was received without the original belt clip. Unable to verify the damage to the belt clip. The pump had a constant motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the motor error alarm. No moisture damage was noted on the electronic assembly. The pump had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip. No damage was noted on the belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 190 mg/dl. Customer mentioned the device alarmed motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.